Event description:
After stapling was complete, surgical tech tried to remove staple load. Staple load would not come out. Tip of stapler (reference number = gia8038s, lot number = p0c0507ky) broke off.